Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in diagnostic procedure and procedure completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that there is a malfunction in the excess movement of table bearings when they use the table's bicycle function. Review of the system log file showed that geometry issues and failure of longitudinal position test. The fse adjusted the table bearings. After adjustment of the bearings, the system was returned to use in good working order.

Event description:
It has been reported to philips that the allura xper fd10 system tabletop moved excessively when using the bicycle attachment. No harm has been reported. Philips has started an investigation of the complaint.